Event description:
It was reported, the deflectable videoscope exhibited it doesn¿t show 3d mode and synchronization error received. Unknown as when the issue occurred. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope exhibited it doesn¿t show 3d mode and synchronization error received. Unknown as when the issue occurred. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.